Manufacturer narrative:
Pump received with button error alarm and no esc button response due to flattened button dome switch. Unable to perform the displacement test or verify failed batt test alarm due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm after changing battery during a set change. Customer's blood glucose was 186 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.